Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2025. On the day of sensor insertion into the arm, the patient experienced persistent bleeding at the insertion site and contacted the hospital for guidance. The hospital advised applying pressure and using a plaster. A skin hematoma developed at the site. Two days later, on (B)(6) 2025, the patient visited a physician due to localized swelling, which was suspected to be a blood clot. Upon examination, the physician performed a minor procedure involving a small incision to drain the accumulated blood. A significant clot was evacuated, and the wound was closed with two stitches. The patient was prescribed amoxicillin, to be taken three times daily for seven days. Additionally, the patient was instructed to apply consumer value stores (cvs) brand triple antibiotic cream (generic formulation) directly to the wound site. At the time of the report, the patient was reportedly doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.